Event description:
Customer reported high and low blood glucose test results. Customer stated she had tested her blood glucose yesterday, (B)(6) 2025, and obtained a blood glucose test result of 18 mg/dl. She then took glucose pills and ate several foods, including sugar and jelly, performed another blood test 5 minutes later, and obtained a result of 600 mg/dl. Later on, the call, customer stated she had performed a blood test 10 minutes after the initial 18 mg/dl result and obtained a result above 800 mg/dl. On a subsequent call, however, customer stated her blood glucose results 10 minutes after the initial 18 mg/dl result had been 550 mg/dl, rather than over 800 mg/dl as she had originally stated. Customer stated she believes the original result was likely 180 mg/dl, but she did not see the ¿0¿ at the end. Customer also stated that she called her doctor yesterday but did not provide any further information. Today, (B)(6) 2025, customer stated that she woke up feeling shaky, tested her blood glucose, and obtained a result of 40 mg/dl. She then ¿got her sugar back up again,¿ waited (for an unspecified period of time), tested again, and obtained a result of 401 mg/dl. Customer stated that she could barely see the ¿1¿ at the end of ¿401.¿ during the initial call, customer was very upset, repeatedly shouting and cursing, and reported still feeling shaky. When asked on the initial call how she was feeling, customer said she had a blood glucose over 600 mg/dl. When asked again on a subsequent call how she was feeling, customer stated that her blood glucose had lowered to 370 mg/dl, but she was sweating, lightheaded, and shaky, and she continued to shout and curse. Customer¿s expected blood glucose test result range was not provided, and a back-to-back blood test was not performed by customer during the calls. Customer also stated on the initial calls that she did not know the purpose of the control solution or how to use it because she has poor eyesight and cannot read the instructions. Customer confirmed the test strip lot number is zd6156s (customer misread the last digit as ¿5¿) and the manufacturer¿s expiration date is 02-21-2027. The customer¿s storage method and open vial date were not provided. Customer confirmed receipt of the replacement device and a return envelope on october 21, 2025, but she did not return the meter for evaluation; thus the meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer reportedly contacting doctor, receiving inaccurate meter results, and experiencing symptoms related to diabetes: sweating, lightheadedness, and shakiness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: the meter that is the subject of this report was provided to customer by trividia as a replacement after she reported that the first meter she received two months prior had a defective battery door. Note 2: manufacturer sent a replacement meter, solution, test strips, and return envelope to customer on the day of the initial report with overnight delivery. Manufacturer contacted customer the next day, october 21, 2025, and customer confirmed she had used the control solution on the new meter and obtained a result of 31 mg/dl. Note 3: manufacturer subsequently contacted customer in five additional follow-up calls to ensure customer¿s condition had improved and the replacement products continued to resolve her initial concern, but we were unable to establish contact with customer again.